Event description:
It was reported, that the patient came in with pain. He took x-rays and saw that the nail is broken.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.